Event description:
It was reported that during an implant procedure that the atrial lead helix would not extend or retract. It was also noted that the atrial lead dislodged when attempting to extend the helix. The physician elected to not use the atrial lead and completed the procedure with another atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. All inner coil filars were broken in this location. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted smoothly. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.